Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed from 10:32:57 on (B)(6) 2024 and did not resolve until 13:21:08 on (B)(6) 2024, the alarm retriggered at 13:50:01 on (B)(6) 2024 and did not resolve by the end of the log file at 16:46:30 on (B)(6) 2024. While the backup battery alarm was active, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data. No other notable events were observed. The system controller (serial number (B)(6)) was returned and tested. The returned controller and backup battery passed all preliminary and functional testing. Per provided information, the alarm resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 29mar2023. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had reported new backup battery (ebb) fault alarms. Earlier this year ebb fault alarms were noted and troubleshooting measures were performed, including replacement and ribbon reseating of the ebb. Since ebb faults had reoccurred a controller exchange was performed without issue. The ebb faults had not reoccurred after the exchange. It was noted that (B)(6) was thought to be the controller affected by ebb fault alarms, per previous records. However, this could not be confirmed since the serial number sticker was no longer on the controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.